Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 104 mg/dl at the time of incident. The customer stated that the insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error and pump error35 found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be -0.003 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with missing display window cover, minor scratched display window, case and keypad overlay texture damaged.